Event description:
It was reported to manufacturer, by facility,(B)(6), per facility bed was in the high position with head section up, when a caster at the head end of the bed broke apart; where the stem attaches to the wheel yoke. This caused the bed to drop and the resident then rolled out of the bed and fell to the floor striking their face on the oxygen unit causing facial lacerations. Sent for medical attention, received care for the facial laceration and returned to facility a few hours later. (B)(4) issued to get caster returned for evaluation.